Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced hypotension with trivial pericardial effusion. After a pulse field ablation (pfa) procedure using a farapoint catheter the patient experienced hypotension and a medical emergency team (met) call was made. The patient was treated with a 500ml intravenous (IV) fluid bolus. An electrocardiogram (ECG) was performed which showed the patient was in sinus rhythm (sr) with no ischemic changes. Bedside echocardiogram was also performed which found a trivial effusion, but nothing else. The patient was hospitalized and stayed overnight. The next day laboratory blood tests were performed which found nothing of clinical significance. The complications were considered resolved and the patient was discharged. The device is expected to be returned for analysis.

Event description:
It was reported that the patient experienced hypotension with trivial pericardial effusion. After a pulse field ablation (pfa) procedure using a farapoint catheter the patient experienced hypotension and a medical emergency team (met) call was made. The patient was treated with a 500ml intravenous (IV) fluid bolus. An electrocardiogram (ECG) was performed which showed the patient was in sinus rhythm (sr) with no ischemic changes. Bedside echocardiogram was also performed which found a trivial effusion, but nothing else. The patient was hospitalized and stayed overnight. The next day laboratory blood tests were performed which found nothing of clinical significance. The complications were considered resolved and the patient was discharged. The device is expected to be returned for analysis. It was further reported that the patient experienced some chest and upper abdominal tightness along with minor respiratory crackles two days after resolution of the hypotension. The patient had no fever, chills, or productive cough. Auscultation revealed mildly reduced air entry to the right lower lobe (rll) of the lung. For the abdomen, the patient had normal peristaltic sounds and mild upper gastrointestinal (gi) tenderness blood tests were performed, which showed mildly elevated aminotransferase, along with a chest x-ray (cxr). The x-ray revealed no obvious consolidation, however there was "more black" sign on the lateral cxr. The findings were consistent with pericarditis. The patient was treated with nonsteroidal anti-inflammatory drugs and proton pump inhibitor (nsaid+ppi empiric therapy), which resolved the issue.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.